Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage from mid-stent to distal stent, with stent struts lifted and stretched past the distal markerband. The undamaged stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31-may-2019. It was reported that crossing difficulties were encountered. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 3.00 x 28mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device and no patient complications were reported. However, returned device analysis revealed stent damage.